Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal and damaged ac connector. A review of the event history log found a 42224 error. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be a damaged ac connector. The ac connector was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump did not charge. It is unknown if there was patient involvement or patient harm/adverse event. No additional information was known.